Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to repair the image quality by restarting the system several times. The system was working as intended and put back into service.

Event description:
The customer reported that the system did perform fluoroscopic x-ray, however, the images were gray and poor quality. No patient injury was reported.